Manufacturer narrative:
B5: the surgeon and patient have decided to leave the lens implanted in the eye. The iop is normal and the patient is happy with the outcome. The patient will be monitored. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -09.00/+3.5/089 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The lens was reported as excessive vaulting and remains implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.